Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 an unknown sample. The customer reported that they took the binaxnow¿ covid-19 antigen self test and received a positive result on the first test. Repeat testing was performed (B)(6) 2021 and a negative result was obtained on the second test. The customer mentioned he tested himself twice with both cards from the same kit with 15 minutes of difference between each. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 144965 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 144965 and test base part number 195-430h / lot 138537a.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144965 showed that the complaint rate is (B)(4)% . In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144965 showed that the complaint rate is (B)(4)%. In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.